Manufacturer narrative:
B3. Actual event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus) device with a double cuff. The patient was experiencing recurrent urinary incontinence and when the physician was going to reposition the pump, it was identified that the cuff has eroded through urethra. The entire aus device was explanted, and replaced with new aus. The patient outcome was not reported.